Event description:
It was reported that the spinal cord stimulation (SCS) patient experienced frequent charging difficulties with the implantable pulse generator (IPG). To address the patient underwent a revision procedure, were the IPG was removed and replaced. Following the procedure, the patient was reported to be doing well with no further complications noted. In accordance with the facilitys policy, the explanted device was disposed of and is not available for return or evaluation.

Manufacturer narrative:
Block B3: Exact date unknown, approximate based on the date the manufacturer became aware of the event.